Event description:
It was reported "the doctor had the transducer needle in and the guidewire went through just fine. He mentioned there may have been a bend in the wire but not sure. The dilator went over the wire just fine. When he went to put the triple lumen over everything felt normal. When he started to pull the wire out the wire was stuck. He kept pulling and the wire was then unraveling. He was able to remove all of the guidewire, and the patient was ok." There was no medical intervention required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the doctor had the transducer needle in and the guidewire went through just fine. He mentioned there may have been a bend in the wire but not sure. The dilator went over the wire just fine. When he went to put the triple lumen over everything felt normal. When he started to pull the wire out the wire was stuck. He kept pulling and the wire was then unraveling. He was able to remove all of the guidewire, and the patient was ok." There was no medical intervention required.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.